Event description:
Very soon after the pump refill, the pt quit breathing. The pt was sent to the hospital and placed in the ICU. They were unable to access the pump. The pump was stopped. The physician felt that there was a catastrophic pump failure. The pump was replaced. The reservoir volume showed that there should be 39.6 cc; however, there was only 4 cc in pump. It was noted that the pump was facing downward in the pocket. The physician revised the pocket, so the new pump would be easier to access. There was also noted to be a fracture in the catheter. The catheter was also replaced. The pt recovered without sequela. The device system was used to deliver morphine, bupivacaine, baclofen, and clonidine.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.